Event description:
Boston scientific received information that a low voltage fault was detected on this implantable cardioverter defibrillator (ICD) and it was believed that the device battery was depleting prematurely. A save memory to disk was performed and analyzed and a device anomaly was confirmed. Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.